Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving fentanyl, ketamine, morphine, and an unknown medication (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2019 the patient was getting code 8286 on their personal therapy manager (ptm), indicative of an empty pump reservoir. When asked if the bolus went through, it was noted that the patient didn't feel like they were getting the bolus. It was noted that the patient was supposed to have a refill last week (relative to the date of report) but it was rescheduled, and now the patient was to be filled on (B)(6) 2019. No additional symptoms were reported and no further complications were reported or anticipated.